Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were non responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump was longer during rewind and had grinding sound. Customer stated that the reservoir screw was not align. The insulin pump will not be returned for analysis.